Event description:
Complanant alleged that during a routine shift check by a clinician the device displayed "defib fault 72", "pacer disabled", "defib disabled" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.